Event description:
It was reported that prior to a dialysis catheter placement procedure, the catheter was allegedly found to be blocked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly found blocked. It was further reported that flow obstruction was allegedly noted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm hemostar d/l catheter, one tunneler, one 8fr dilator, one 12fr dilator, one 15fr peel-apart sheath and vessel dilator and one guidewire in a guidewire hoop loaded into a introducer needle was returned for evaluation and one electronic photo was provided for review. During functional testing, the catheter was patent to infusion and aspiration. Therefore, the investigation is inconclusive for the reported blocked catheter issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.